Event description:
Epidural placed in pre-op without complications. After lying down, certified registered nurse anesthetist (crna) unable to push medication through epidural catheter. Decision made to remove catheter. Catheter snapped. Procedure: cesarean section with bilateral tubal ligation.